Manufacturer narrative:
The evaluation revealed: the b30 error did not appear during testing, control grip has cracked and leaked, video image has white dot, and the coupler has rust. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a cystoscopy, the camera head had a scope communication error (b30) and no image. The doctor changed to cysto fiberscope and continued case. Additionally, upon inspection of the device the repair center found rust on the shaft of the coupler. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, regarding the error code b30 occurs when transmission failed between camera head and processor, it is likely that liquid invaded and broke charge coupled device (ccd) unit then no image resulted. Regarding the rust, the cause of the phenomenon could not be identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.